Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that this device was explanted due to end of life indicator, as the result of increased charge times. The physician alleged an early battery depletion and indicated the product would be returned for post market evaluation. No adverse patient effects were reported and replacement noted with another bsc product.

Manufacturer narrative:
Following return and completion of lab analysis, this event will be further updated.